Manufacturer narrative:
Corrected information is provided in d.4. Additional information is provided in sections d.9, h.3, h.4 ,h.6 and h.11. There was no service record relevant to the complaint reported event, found. All surgical systems are verified to meet specifications after installation and customer-initiated servicing. The company representative confirmed the reported ¿continuous irrigation¿ issue but determined that here was no indication of malfunction occurrences. The root cause of the reported event is attributed to the customer¿s dissatisfaction with the system's ¿continuous irrigation power¿. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A non-conformance based review of the serial number was not performed. As the unit was manufactured exclusively under specific protocols/surgical procedures protocols, a similar complaint review of the serial number was not performed. The root cause of the reported event is attributed to the customer¿s dissatisfaction with the system's ¿continuous irrigation¿ power. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: 2024-61580 h.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that an ophthalmic system was used to complete the cataract surgery during which they experienced insufficient irrigation to wash the cornea exterior post that which they used lower intraocular pressures.